Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, during a follow-up on (B)(6) 2019, a ventricular fibrillation episode was recorded in the device memory, with no signal displayed in the right ventricular channel. This led to pacing inhibition whereas the patient is pacing-dependent. Additionally, other ventricular fibrillation episodes were stored in the arrhythmia and therapy history section, dated before the implantation date, when the device was still in the box.